Event description:
It was reported that the denture was loose at tooth location #22. The abutment locator (iloa005) fractured. The dr. Was able to retrieve the locator. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the denture was loose at tooth location #22. The abutment locator (iloa005) fractured. The dr. Was able to retrieve the locator. There was no report of patient injury. G4: 04 june 2019. The reported device was received by the supplier, zest dental solutions for investigation. Visual inspection of the returned device identified that the abutment has severe wear at the coronal surfaces and a fracture at the thread¿s minimum diameter. The reported condition of a fractured abutment locator was confirmed. There was no manufacturing defect found during investigation. Thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. Damage or loss of retention due to rough wear on coronal surfaces typically results from biting the prostheses in order to seat the removable overdenture. The product and complaint report was received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. The complaint evaluation included assessment of whether the event contributed to death, serious injury, or a malfunction that could contribute to death or serious injury. Per the zest complaint process, the complaint condition reported was documented and reviewed to determine if further investigation was necessary. As applicable, such investigation was performed to identify and document whether the device failed to meet specifications. Subsequently, the complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. In cases where the trend of performance does not meet expectations, customer notification and corrective & preventative actions are initiated as required by the zest dental solutions complaint process.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Occupation: clinician. The following information is unknown at the time of this report. The reported device has been received. The investigation has not begun. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
It was reported that the deture was loose at tooth location #22. The abutment locator (iloa005) fractured. The doctor was able to retrieve the locator. There was no report of patient injury.